Event description:
Customer reported receiving imprecise sequential readings on their precision qid blood glucose monitor. Customer reported receiving readings of 6.5 mmol/l, 2 mmol/l and 3 mmol/l within a ten minute timeframe. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The product has been requested for investigation and a follow-up will be submitted once results are available.